Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2012 and mesh and advantage fit were implanted. It was also reported that the patient experienced pain, incontinence, urinary problems, infection, erosion of internal tissues, dyspareunia and disfigurement and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and adhesions. It was reported that patient underwent excision of mesh fibrosis, sling revision, diagnostic laparoscopy with lysis of adhesions, extensive transvaginal urethrolysis on (B)(6) 2013 by dr. (B)(6) due to chronic pelvic pain, mesh erosion, fibrosis, urinary retention, and pelvic adhesions.